Event description:
It was reported that during a procedure, the loop broke. The issue was resolved by changing to a new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Three opened samples with their appropriate packaging and eight sealed representative samples were returned for analysis. Visual inspection noted of the opened samples noted three sutures and three needles. Two of these sutures were returned broken. The first suture broke 6 3/4 inches from the needle attachment point. The second suture broke 4 3/8 inches from the needle attachment point. As for the sealed samples, the needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and there was no damage to the retainer. Functional testing of the sealed samples found that the sutures could be removed from the retainers without any difficulty. It was reported that during a procedure, the loop broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.